Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure for persistent atrial fibrillation which included use of a vizigo sheath and the patient experienced bleeding in groin (adverse event #1) which required prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 00002947 number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-feb-2026, the device manufacture date was received. It has been added to field h4. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure for persistent atrial fibrillation which included use of a vizigo sheath and the patient experienced bleeding in groin (adverse event #1) which required prolonged hospitalization. It was reported that the bleeding groin started after the ablation procedure and was categorized as mild and serious with prolonged hospitalization. Admission date was (B)(6) 2025 and discharged date (B)(6) 2025. The relationship with the ablation catheter was reported as not related. A causal relationship to the vizigo sheath. The relationship with the index procedure is also causal and expected/anticipated. The outcome of the adverse event was reported as resolved with an end date of 14-aug-2026. Intervention was reported as none.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)